Event description:
It was reported that prior to a pelvic lymph node dissection procedure, the surgeon went to use the device but it would not open. They then proceeded to take another device with the same lot number, again this would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.